Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
It was reported that patient had a left hip revision due to aseptic loosening of the shell.

Manufacturer narrative:
An event regarding loosening involving a tritanium revision acetabular was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: review of the device history records indicates that 9 of 12 devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event was not confirmed based on the insufficient amount of information provided. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Further information such as medical records and returned devices are needed for further investigation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient had a left hip revision due to aseptic loosening of the shell.